Manufacturer narrative:
The reported event of battery discharge, low battery, and critical low battery file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can't be performed using the site visit alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported during a cpc site visit that they were experiencing frequent low batteries, battery discharges and critical low batteries. It was noted that all of the lvps that were assessed during the cpc site visit were all from 2003. The customer rents the pcu's and they were found to be 7-10 years old. The customer will replace parts with third party parts on both the lvps and the rented pcu's. There was no report of patient involvement.